Event description:
It was reported that during a follow up the device could not be interrogated. The device remains implanted. The patient condition was good and was scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.